Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have any pump site infection. She had a left leg infection and she had wound vacuum-assisted closure. Pump was still in place and functioning. The patient was seen on (B)(6) 2012. No infection was noted. Pump was filled. The patient had pneumonia the week before. The patient was seen again on (B)(6) 2013 and no infection was noted. The pump was filled.

Manufacturer narrative:
(B)(4).

Event description:
The pump was implanted in the patient's buttock/hip area. The incision got infected. The device system was removed. The infection cleared up. A new pump system was implanted in the patient's abdomen in (B)(6) of 2010. The patient was doing well. The device system was delivering hydromorphone.